Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states, the chair will start to veer and then it will shut itself off. The patient was at home.